Event description:
Customer reported that device intermittently shut off during use.

Manufacturer narrative:
Recurrence of event could result in adverse outcome. Eval based on review of device internal memory from actual device. This report is being filed as it cannot be conclusively stated that an adverse event would not result if problem recurred.